Event description:
It was reported that the operating room staff noticed a smell coming from the pulsavac plus unit and upon inspection noticed a coating of an unk substance within the battery pack of the device. The device was discarded in the operating room. No additional clinical info was received prior to this report. If additional info becomes available, a f/u MDR will be submitted.

Manufacturer narrative:
The device was not returned to the MFR for eval. A review of the mfg records was performed and there were no nonconformances during mfg that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.